Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the implanted preloaded intraocular lens (iol) does not correspond to the requested iol as the patient presents significant visual impairment with a refraction of 3 residual hyperopic diopters. The patient's left eye visual acuity is 20/50-3 and the residual refraction is +3.00 spherical postoperatively. There is significant difficulty with driving and reading due to anisometropia caused after cataract surgery. Biometric measurements were repeated and remain unchanged compared to those performed preoperatively. No additional medical intervention were performed. No further information was provided.